Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm on the system controller, serial number: (B)(6), was confirmed by review of the submitted log files; however, the alarm was not reproduced during testing of the returned system controller. Log files were submitted and downloaded for review and data associated with the reported event was observed from 16oct2025 ¿ 22oct2025. The log files captured backup battery fault alarms from 16oct2025-19oct2025 and from 21oct2025-22oct2025 due to the backup battery not passing the load test. During both alarms, the backup battery did not pass its load test due to the loaded voltage being outside the expected threshold as compared to the unloaded voltage. The driveline was disconnected on 22oct2025, consistent with the reported controller exchange. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The backup battery load test was initiated during testing, and a fault was not reproduced. After operating in a mock circulatory loop for an extended period of time, a log file was downloaded and reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. The root cause of the reported events could not be conclusively determined through this analysis. A corrective and preventive action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed for the system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications. The 11-volt backup battery, serial number (B)(6), was observed to have passed all initial manufacturing testing per the manufacturing test datasheet. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook ( rev. A) are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ cover all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the issue does not resolve. Section 2 of the IFU, entitled ¿system operations,¿ describes the backup battery installation process. Section 8 of the IFU, entitled ¿equipment storage and care,¿ and section 6 of patient handbook, entitled ¿equipment maintenance,¿ addresses how to properly care for, maintain, and store the equipment for proper use. This section also addresses how to clean the system controller to avoid the fading of labels. Section 10 of the patient handbook, entitled, ¿safety checklists,¿ instructs users to regularly inspect their accessories ¿ including their system controllers ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for analysis for patient seen in clinic after reporting backup battery fault alarms on friday 17oct2025. The backup battery fault alarms stopped saturday or sunday. Back up battery fault alarm had cleared when seen in clinic and waveforms were downloaded. It appeared that the event log confirmed backup battery fault alarms from 16oct2025 to 19oct2025. It appeared that the emergency backup battery (ebb) fault was due to the ebb failing the load test. The event log also captured low power advisory alarms due to battery depletion all throughout the log starting on 08oct2025. It appeared that patient was sleeping on battery power. There were no other notable alarm conditions or parameter changes. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. Additionally, it was reported that patient returned to clinic for back up battery fault alarm recurrence. The controller was changed. It appeared that the event log confirmed the recurrence of the backup battery fault alarms on 21oct2025 to 22oct2025. The ebb fault was due to the ebb failing the load test. This was only an advisory alarm and there was no pump interruption during this event. Otherwise, there were no notable alarm conditions or parameter changes. The ventricular assist device (vad) was functioning as intended. The backup battery fault alarms resolved. The controller was changed when ebb fault alarm recurred. The product was sent to abbott for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.